Event description:
It was reported that the customer dropped the insulin pump and the device is broken at the bottom part. The blood glucose reading was 143mg/dl. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had loose drive support disk, scratched display window, and broken reservoir tube lip.